Event description:
It was reported that the lead had failure to sense. Review of atrial tachycardia (at)/atrial fibrillation (af) events showed atrial undersensing. The sensitivity on the device had been previously adjusted due to prior far field r-waves (ffrw) and was increased to better detect af events. The lead remains in use. The patient is enrolled in the system longevity study (sls). No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).